Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: there was evidence of moisture inside the pump and the battery compartment. There was moisture contamination on the audio bolus button switch. There was evidence of moisture contamination on the printed circuit board components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tctl cng prior dmg w/moist) issue.